Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered an alert due to high, out-of-range pace impedance measurements greater than 3,000 ohms. It was noted the one year trend showed a gradual rise in impedance measurements. In addition, there was fine noise observed on the electrogram (egm) before and after the alert. The patient was scheduled to return to the clinic to for troubleshooting. Technical services (ts) suspected the issue may have been attributed to the device-lead spring contact. The device remains in service at this time. No adverse patient effects were reported.